Event description:
Reporter stated there is a thin line down the display of the blood glucose monitor. No adverse event was reported. The product was returned and evaluated, and it was found the line could cause misinterpretation of the therapy information.

Manufacturer narrative:
The event occurred in (B)(6).